Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the transection of the stomach, using both purple reloads, staple line was not formed correctly or completely. Surgeon performed leak test and did not observed leak. There was no patient injury.